Event description:
It was reported that after completion of a da vinci prostatectomy procedure, the scrub nurse identified cut cables on the maryland bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due the alleged cut cables on the maryland bipolar forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were frayed at the distal idler of the instrument. No damage were found on clevis of the instrument. Additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were no indentations at the edge of the distal pulley and there were visible scratches on the surface of the pulley. Additional observation not reported by site was that the instrument main tube has scratch marks /abrasions. The distal end of main tube has various scratch marks exhibiting light material removal and had a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. Failure analysis concluded, that the mechanical indentations/burrs damages maybe due to likely mishandling/misuse.